Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) verified the issue and confirmed the station powered on with the application initially functional. After checking configuration and connections, the close sensor was found loose from the hard stop, and it was secured in place. A restart was performed, and the drawer tested in the application. When the application failed to launch after the final restart, repairs were made, dependencies checked, and auto-login was updated. The network cable was disconnected during restart with the guidance. The station was fully functional after diagnostics, and the customer successfully recovered and accessed the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was down and not detected on the bus. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.